Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, pressure-flow and pre-implantation testing. However, it did not meet the requirements for leak testing due to a large tear in the side of the proximal occluder. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. Approximately 23.5 cm of the ventricular catheter was returned. Approximately 78.0 cm of the peritoneal catheter was returned. Both catheters were patent and met the requirements for leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during surgery on (B)(6) 2015, the shunt was found to be leaking on the top of the shunt. According to the report, the shunt tested okay prior to surgery and a replacement product was used to complete the surgery. Reportedly, there was no patient injury and the patient was doing well.